Manufacturer narrative:
The product subject to this complaint was returned for evaluation. It was visually confirmed that a hair was present in the package. It was not possible to determine the root cause for the presence of this foreign object.

Event description:
It was reported that at incoming inspection at distribution, foreign materials was observed in the package. No adverse consequences were reported.